Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information received, indicated this lead was explanted due to elective replacement. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information received, indicated this lead was explanted due to elective replacement. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.